Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The surgeon relayed that the patient had ruptured their quad tendon and dislocated their patella, which resulted in a severe soft tissue laxity. Should additional information be obtained the report will be supplemented.

Event description:
The patient underwent a revision surgery due to the tibial hinge component dislocating from the tibial poly spacer.